Event description:
The pt stated that she observed a bent cannula when she removed the infusion set headset that she was using. She then stated that she observed 5 headset cannulas that appeared bent upon removal from her body. She observed the occurrences in 2007, and approx 2 weeks prior. Although identifying the lot of the infusion set that she removed on the day of the report, she was not sure if all 5 infusion sets were from the same box/lot. She stated that the cannulas appear to be in an "l" shape when removed from her body. Her sites are on her abdomen. She believed that, as a result of a bent cannula, she experienced elevated blood glucose values. She reported observing a blood glucose value of 380 mg/dl as a result of the bent cannula. She reported a normal blood glucose value of approx 200 mg/dl. She did not report specific symptoms of the elevated blood glucose other than feeling "bad". She stated that she did observe 04 (occlusion) errors, which were cleared after the infusion set was changed. Add'l details related to the occlusion errors were not provided. She corrected her elevated blood glucose by bolusing insulin using her infusion device. At the time of the report, she stated that she was feeling "fine" and did not report any further blood glucose concerns. The infusion set was replaced and the prod requested to be returned for eval. The pt did not require medical assistance from a healthcare professional or second party to address the issue.